Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to loss of slack. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to loss of slack leading to impedance issues and high capture thresholds. There was an initial concern of dislodgement, but it was later confirmed to be just loss of slack. No additional adverse patient effects were reported.